Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. During troubleshooting, the reporter was unable to provide information regarding if the issue had occurred with more than one cartridge or if cartridges from another box had been used to try and resolve the issue. The reporter was instructed to change the cartridge during troubleshooting and to re-prime the pump, and the loss of prime reportedly recurred. There was no indication that the product caused or contributed to an adverse event. Troubleshooting indicated the issue was associated with the cartridge and that the loss of prime had occurred two or more times. The pump was replaced based on the reporter¿s insistence ¿because she feels unsafe with 3 loss of prime warnings in 30 days¿. This complaint is being reported against the pump, as troubleshooting was inconclusive as to which product was associated with the alleged loss of prime issue; additionally, the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2017 with the following findings: a review of the pump¿s black box showed a loss of prime warning (cs162) with low non-zero force. During testing, the pump successfully completed the 24 hour duration test with no loss of prime warnings occurring. The force sensor calibration was found to be within required specification. The loss of prime issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.